Event description:
It was reported to technical services on (B)(6) 2011 that there is noise on this rv lead with pacing inhibition lasting 2 seconds. Caller states patient called and said he felt lightheaded yesterday. They will discuss further with physician, dr. (B)(6) . Updated information was received. Lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 22011 due to noise on this rv lead. This may have caused pacing inhibition in patient who had syncope. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).